Event description:
(B)(4). Event occurred in the united states. The patient reported that during night time while sleeping, the infusion set's tubing snapped off from the site and patient's blood glucose level was 318 mg/dl at the time of this event. The patient resolved this issue by completely changing the supply and resuming insulin. The patient did not notice any damage when the package was first opened. No further information available.